Event description:
It was initially reported that he patient that the patient had a lead break in the proximal portion of the lead wire. The patient had a generator and lead replacement but due to legal obligations, the hospital policy is to not release any explanted device from the pathology lab for 7 years. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.